Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, our technician confirmed that the lg prong top broken, the lcb distal cover glass broken, the light guide cable for prong compressed (short in length), the operation channel (primary) buckled, the insertion flexible tube buckled, the angle wire play, the operation channel (primary) leak, the lg prong top leak, the objective lens scratched, the root brace rubber lg prong loose, and the distal body melted; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure(fluid damage).